Event description:
During endoscopy procedure, the six shooter bands kept misfiring and not attaching. Discarded device and a new one time use multi-band ligator was used with no problems to finish the procedure.